Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip. The test infusion set and reservoir does not lock into place due to reservoir tube damage.

Event description:
It was reported via phone call that the customer's reservoir is not being held in place securely. The customer was trying to change the reservoir when he noticed the cracks in the insulin pump. Advised the customer to discontinue the use of the device and revert to back up plan. The customer's blood glucose was 170mg/dl.